Event description:
(B)(4). It was reported by the consumer that the trsx5rc mechanical wheelchair legrest plate pad cracked between the two screw holes causing the left calf pad to fall off the rigging. There was no patient injury reported.